Event description:
During the repair of a rotator cuff and clinical evaluation of the quik-t system. Dr noted that the suture knot from one of the two anchors implanted was unknotting. Dr removed the t-bar and suture, but elected not to remove the remaining piece of the device. The procedure was completed with an arthrex anchor. No patient injury or complications resulted from the event.